Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital with a blood glucose (bg) level of 759 mg/dl, due to an incomplete cartridge change and not resuming insulin deliveries. Customer attempted to self-treat bg with a manual dose injection, however received additional treatment in hospital intravenously with fluids of saline and insulin. Customer was release on (B)(6) 2022 with issue resolved and no permanent damage. During trouble shooting with tandem technical support, pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.